Manufacturer narrative:
Investigation: a visual inspection revealed that there were no non conformities and some signs of clinical usage. The device had some evidence of blood. The device was tested for deactivation after releasing the toggle. The device did not fully deactivate when the tool was in the cannula with the shaft flexed at an angle. Resistance and jaw force measurements passed specifications. The handle was opened up and there were no non conformities observed with the set screw and collar assembly. Based upon the observation of the toggle not releasing, the reported complaint for "device remains activated" was confirmed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the vasoview hemopro2, the spring load on the toggle continued to activate the device when not intended, causing unintended activation. Case was completed using the same device. There were no patient effects. The product is returning.